Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances greater than 3000 ohms. A subsequent fluoroscopy test indicated that there was insulation damage observed on the ra lead. The patient reported to their physician that they had been in an accidence and they were sore in the area of the device pocket. The relationship of the reported patient accident and the ra lead issues is unknown. As a result of the insulation damage and associated high out of range impedances, the ra lead was explanted and replaced. There were no additional adverse patient effects reported.